Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm and required restart after few hours. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that the insulin pump was rewind successfully and notification light stopped immediately. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.